Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Claim #(B)(4).

Manufacturer narrative:
A4-a6: unk. H6-device code 1494: off-label use (acd < 3.0mm). H6-device code 1494: off-label use (under 21yrs of age at date of implant). Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo 12.1 implantable collamer lens of diopter -11.0 into the patient's right eye (od) on (B)(6) 2023. The patient experienced low vaulting without rotation. Intraoperatively the lens was removed and replaced with a shorter length lens and the problem was resolved. The cause of the event was reported as unknown.